Manufacturer narrative:
The pod arrived not deployed with the slide insert not visible through the top housing window, and the adhesive liner still attached to the bottom housing. A drive stall was observed. A dip in pulse width in conjunction with a failure to transition indicates that the hook talons failed to transition. The pod was reset, connected to an unused pdm and programmed a 5u bolus. During the rerun the pod had generated an 0x5c alarm indicating open count too low at end of prime, which replicated the data abnormality. The sma wire was manually actuated using a 4.5 v power supply and found to properly advance the ratchet gear. Inspection of the rotational sensor assembly, hook talons and ratchet gear found no damages or manufacturing defects. The hook talons slipping can be confirmed as the cause of the reported drive stall and resulting needle mechanism failure however the exact cause of the hook talons slipping could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: tp1a.220624.014.g781vsqskhyh1 hardware: sm-g781v cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle never deployed the cannula into the skin. The pink slide did not move forward and the cannula was not visible when the pod was removed. No impact to the patient's glucose level was reported. The pod was not worn.